Manufacturer narrative:
According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection). H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® dryseal flex introducer sheath, gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprosthesis, gore® excluder® iliac branch endoprosthesis (ibe), and gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). To implant stent grafts in the iliac branch, a pull-through wire was created, and ibe and vbx devices were implanted on the right side using the ¿up and over technique¿. After implanting all stent grafts, dissection of the right external iliac artery was observed by angiography. A non-gore bare stent was implanted to repair the dissection. The dissection was observed in more distal part of distal edge of the ibe device (ceb231210a) (outside of the stent graft treatment area). Reportedly, there was difficulty in advancing the sheath (dsf1245) and the vbx device over a bi-furcation part in the main body from the left side, so the pull-through wire was strongly tensioned during the advancement, and the dsf1633 inserted from the right side may have moved within the vessel during this process, placing stress on the vessel wall and possibly resulting in dissection of the right external iliac artery. Observation during final angiography revealed a type ii endoleak, but the procedure was completed without further treatment. The patient tolerated the procedure. The physician reportedly stated that dissection was caused due to excessive pressure on the pull-through wire. It was unknown which one of the two reported dsf1633s was inserted from the right side.